Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Event description continuation: this event was previously reported under the suspect device, thermocool® smarttouch® bi-directional navigation catheter, MFR. Report no: 9673241-2015-00497. However, a bwi quality management review board met on 8/26/2015 and assessed that the combination of the carto system crash and the soundstar loss of connectivity due to this crash. If this disruption occurs during active monitoring of an effusion (as demonstrated in this complaint), then this may pose a patient safety risk as the lack of monitoring can lead to a delay in diagnosing a cardiac tamponade and delay treatment. As such, the awareness date for this 5-day report submission has been reset to 8/26/2015, the date of the management review meeting.

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter, the patient suffered cardiac tamponade. Moments after the tamponade was noted, the physician attempted to monitor the effusion with a soundstar eco 8f siemens ultrasound catheter, however, the catheter could not be used because the adjoining carto mapping system crashed. At the moment, the system restored, the soundstar catheter could not be identified and displayed an eeprom error, as the eeprom was now corrupt due to the carto crash. During this period while waiting for the carto workstation to reboot, the patient became increasingly hypotensive. The physician had to use a tte probe (ultrasound images that are taken through the chest wall). The physician then replaced the soundstar catheter and used an 8f acunav catheter which could be connected directly to the ultrasound system to monitor the injury. The patient required vasopressin administration, pericardiocentesis draining of a total of 1.5 liters, extended hospitalization under intensive care unit and open heart surgery. The patient was reported to be in stable condition. The physician did not provide a causality opinion for the cause of this adverse event and the patient's medical history is unknown.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter, the patient suffered cardiac tamponade. Moments after the tamponade was noted, the physician attempted to monitor the effusion with a soundstar eco 8f siemens ultrasound catheter, however, the catheter could not be used because the adjoining carto mapping system crashed. At the moment the system restored, the soundstar catheter could not be identified and displayed an eeprom error, as the eeprom was now corrupt due to the carto crash. During this period while waiting for the carto workstation to reboot, the patient became increasingly hypotensive. Complaint catheter (soundstar eco diagnostic ultrasound catheter) was inspected and was found in normal condition with no issues. Carto recognition test was performed by connecting the catheter to the carto piu system. Catheter was not recognized. An internal corrective action has been opened to address this issue. Coil disconnection test can't be performed because the catheter was not recognized. However, eeprom error did not contribute to the system crash. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
It was previously reported that this event type involved an adverse event however; this event involves both a product problem and an adverse event. This event resulted in field labeling correction # (B)(4).